Manufacturer narrative:
H3 evaluation summary: as received, all three leaflets were stiff and slightly translucent-like due to dehydration. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface of leaflets 2 and 3 on the inflow and outflow aspects. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the inflow aspect and 4mm on leaflet 1 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow and outflow aspects. Wireform was exposed on commissure 1. Around leaflet 1 and 2 outflow aspect, and around leaflet 1 on the inflow aspect. Suture remained around leaflet 2 on the sewing ring. H10. Additional manufacturer narrative: customer report of calcification, fixed leaflets, and stenosis were confirmed through observed calcification. Report of regurgitation could not be confirmed through visual observations and valve condition as received. Calcification restricted leaflet mobility and led to stenosis. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation at this time and follow up for the device is in progress. Therefore, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23 mm aortic valve was explanted after an implant duration of 3 years, 11 months due to heavy calcification, fixed leaflets, regurgitation, and severe bioprosthetic aortic stenosis with a peak aortic valve gradient of 65 mmhg. The explanted device was replaced with a non-edwards mechanical valve. The patient went to cvr in stable condition. The patient was discharged on post-operative day eight.